Event description:
It was reported that the patient could not initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed that the left lead had an out-of-range/high impedance failure progression. Reportedly, the patient has been pain-free and decided to end the therapy successfully but does not want the reactiv8 system explanted. The device was turned off. Two months later, the surgeon decided to schedule the patient to undergo revision surgery to replace the two leads. One electrode on the right lead was reported to be out of range, but it is still functional and was also replaced. The two leads were removed except for the tip of the right lead, which was not removed and left inside the patient. Two new leads were implanted with no complications to the patient.

Manufacturer narrative:
Mml reference #: (B)(4).

Manufacturer narrative:
Mml reference #: (B)(4). Patient information added. The lead assemblies were returned and evaluated. The analysis confirmed that lead conductor fractures caused the high impedance/out-of-range conditions observed with the right percutaneous stimulation lead. Visual inspection did not find fractured coils and functional testing could not be performed on the left percutaneous stimulation lead because it was cut into three segments. Patient information added. Updated h6 & g1.

Event description:
It was reported that the patient could not initiate therapy. There was no report of patient harm or injury. The clinical specialist troubleshot the issue and confirmed that the left lead had an out-of-range/high impedance failure progression. Reportedly, the patient has been pain-free and decided to end the therapy successfully but does not want the reactiv8 system explanted. The device was turned off. Two months later, the surgeon decided to schedule the patient to undergo revision surgery to replace the two leads. One electrode on the right lead was reported to be out of range, but it is still functional and was also replaced. The two leads were removed except for the tip of the right lead, which was not removed and left inside the patient. Two new leads were implanted with no complications to the patient.